Event description:
It has been reported that the bd ultra-fine ii¿ (short) self-contained insulin syringe has been found experiencing molding defects during use. The following has been provided by the initial reporter: it was reported the needle from the syringe is missing and the safety cap has been melted to the syringe. Verbatim: this is now the second incident this year that I have had an odd anomaly with your syringes. The needle from the syringe is missing and the safety cap has been melted to the syringe. Product name or number: bd ultra-fine ii - 320468. Lot # 8239935 d - (2018 - 10). Reason for contact: this is now the second incident this year that I have had an odd anomaly with your syringes. The needle from the syringe is missing and the safety cap has been melted to the syringe. No idea where the needle is.... The orange cap was missing as well.

Manufacturer narrative:
Investigation: customer returned a photo of a poly bag of 1/2cc syringes from lot # 8239935. Customer states that the needle from the syringe is missing and the safety cap has been melted to the syringe. The attached photo was examined and exhibited a crushed plunger cap and the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8239935. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches made during the production of this batch. No root cause for this defect can be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine ii¿ (short) self-contained insulin syringe has been found experiencing molding defects during use. The following has been provided by the initial reporter: it was reported the needle from the syringe is missing and the safety cap has been melted to the syringe. Verbatim: this is now the second incident this year that I have had an odd anomly with your syringes. The needle from the syringe is missing and the safety cap has been melted to the syringe. Product name or number: bd ultra-fine ii - 320468. Lot # 8239935 d - (2018 - 10). Reason for contact: this is now the second incident this year that I have had an odd anomly with your syringes. The needle from the syringe is missing and the safety cap has been melted to the syringe. No idea where the needle is. The orange cap was missing as well.